Event description:
It was reported that the sterile packaging of the transfer set was found to already be opened. This was noted during the setup and preparation to use the transfer set. It appeared as if the package had not been sealed. The transfer set was not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection with naked eye and magnification revealed that the pouch was open at the seal. Clamp function testing, clear passage testing, and underwater leak testing were performed without noting any issues. The reported condition was verified. The cause of the condition remains undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.